Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
The provider states the right motor will intermittenly not drive and give an e500 fault code.